Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The resolution is unknown.

Event description:
The hospital reported the unit had an alarm that results in a loss of mechanical ventilation. There was no report of patient involvement.